Event description:
Procedure type: hernia. According to the reporter: the mesh comes folded in its original box, this makes it difficult to handle and fixate the product.

Manufacturer narrative:
(B)(4).